Event description:
The customer reported that their device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and observed that the installed battery in the device was drained, which led to the reported power on failure. The battery which was installed was confirmed to be a third party battery and additionally, this battery was not being charged by the device due to a low charging current. Once a new battery was placed into the device, it functioned normally on dc power and the device was able to charge the battery. Physio observed when the device started charging the battery, it powered itself on. After an additional evaluation, it was observed that the system controller pcb assembly was causing an unexpected reset condition, when heated. After the initial observation of this reset condition, it was not duplicated again nor was a cause determined. Physio replaced the system controller and user interface pcb assemblies to resolve this. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.